Manufacturer narrative:
Initial reporter phone #: an additional phone # was provided as (B)(6). Initial reporter facility name: (B)(6). (B)(4). Investigation summary: no sample or photo were provided by customer for evaluation. Therefore, an analysis was not possible to perform and the symptom reported by the customer can¿t be confirmed. However, a probable cause can be attributed when droplet of silicone could be seen since it is added to the inner wall of the syringe barrel to make the plunger rod rubber stopper movement smoother. The silicone is medical grade. The process inspections performed while producing this lot and were accepted. No issues were reported. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 52475 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringe 30ml ll s/c 56 experienced liquid/moisture/droplets in syringe which was noted prior to use. The following information was provided by the initial reporter: material no: 302832, batch no: 0052475. Event description: we just opened a box (case) of bd 30ml syringes. In all of the syringes there appears to be condensation inside them. These are single wrapped syringes.